Event description:
The facility reported a colleague infusion pump, which turns itself on/off during biomedical testing. No pt injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.